Event description:
It was reported that two patient's foley tube were kinked right above urometer and the nurse had to manually hold the tube down to drain into the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that two patient's foley tube were kinked right above urometer and the nurse had to manually hold the tube down to drain into the bag.

Event description:
It was reported that two patient's foley tube were kinked right above urometer and the nurse had to manually hold the tube down to drain into the bag.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Visual inspection noted one meter bag was received. Visual evaluation noted the inlet tubing was not kinked on return but did have indentations on it giving supporting evidence that it had been kinked. On review of the photo samples received, the kink was able to be confirmed. Although the reported event was confirmed, a root cause could not be determined. A potential root cause could be incorrect set-up of extruder. The product was used for treatment purposes. The product was influenced by the reported failure. The product failed to meet specifications. The lot number was unknown; therefore, the device history record could not be reviewed. The product family for this drain bag product was unknown. Therefore, bd was unable to determine the associated labeling to review.  Although the product family was unknown, the drain bag product ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.